Event description:
It was reported that patient underwent an internal fixation procedure on (B)(6) 2015 implanting an its plate. Subsequently, a revision procedure was indicated due to fractured plate; however, no revision has been reported to date.

Manufacturer narrative:
This supplemental report is being filed to indicate product identification and inform FDA that the part is not licensed in the united states. Therefore, it does not meet the requirements of 21 cfr part 803 for medical device reportability.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.